Event description:
It was reported that this newly implanted right ventricular (rv) lead exhibited intermittent loss of capture and high threshold measurements post-pocket closure. An x-ray performed did not show any abnormalities. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.